Event description:
The customer indicated that a child was burned on each corner of the mouth during a tonsillectomy procedure. The burns required stitches. The customer is alleging the burn occurred from a split in the insulation.